Manufacturer narrative:
The issue of the no image was resolved with troubleshooting by swapping out the bnc cable. The device had no malfunction. As such, the device is not returned and not been evaluated. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported an image loss on a monitor during use. There was no patient harm or injuries reported. No additional information has been obtained.